Manufacturer narrative:
D3: correction h3: the device was received for evaluation. Review of the event history log showed high alarm displayed: cassette not attached properly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was duplicated. It was found that the downstream occlusion (dso) seal was defective. Fluid ingression was also found on the dso sensor. The dso seal damage and dso sensor fluid ingression was the cause of the issue. The dso seal/sensor were replaced to fix the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached properly alarm. There was unknown patient involvement, no patient injury was reported.